Event description:
The patient reported that it wasn't working properly. There were no symptoms or complications reported as a result of this event. The indications for use were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.